Event description:
It was reported that during the implant procedure, the wire was stuck in the lead. The lead was removed from the heart and the physician was then able to remove the wire from inside the lead but it was extremely difficult. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis indicated that there was blood on the lv4 (low voltage 4) conductor, but it was not obstructed. Additionally, there was blood on the lv3 (low voltage 3) conductor (not obstructed), blood on the proximal conductor of the lead (not obstructed), blood on the distal conductor of the lead (not obstructed). The lv4 (low voltage 4) conductor was obstructed due to a stylet/guidewire fragment stuck in the lumen,the lv3 (low voltage 3) conductor was obstructed due to a stylet/guidewire fragment stuck in the lumen, the lv2 (low voltage 2)/proximal conductor was obstructed due to a stylet/guidewire fragment stuck in the lumen. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the wire was stuck in the lead. The lead was removed from the heart and the physician was then able to remove the wire from inside the lead but it was extremely difficult. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.